Event description:
No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end would not go down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the head end would not go down. Follow-up submitted as the alleged event was not able to be confirmed.